Event description:
Boston scientific provided the following information: event with rv lead noise and atp noted in latitude. Atp real time tracings on heart connect show ra and rv noise and oor shock impedance in all vectors except ra-can. Rv impedance was in 80-900 ohms range and 1700s today. Shock impedance stable in the 40-50 ohm range until oor > 200 ohm on (B)(6) 2025. Suspect lead fracture. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.